Manufacturer narrative:
H3: product analysis of sfr-4-20, lotno:b530937 found no damages with the react-71 catheter hub. No bends or kinks were found with the react-71 catheter body. However, the react-71 catheter distal tip was found crushed. The solitaire fr pusher was found to be separated into two segments at the pusher/marker coil buffer weld. The solitaire fr pusher/marker coil was found bent. The stent was found still attached to the pusher and in good condition. The react-71 catheter body was dissected (cut), and a separated solitaire fr revascularization device segment was removed. Based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿separation¿ reports were confirmed. The solitaire fr pusher was damaged (bent/separated), and the react-71 catheter distal tip was crushed. The damage found with the react-71 catheter distal tip likely contributed to the resistance during retrieval, subsequently causing the solitaire fr pusher to separate. However, the cause of the react-71 catheter distal tip damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire stent encountered resistance in the react-71 catheter and was found detached. The patient was undergoing surgery for treatment of an ischemic stroke located in the left middle cerebral artery. The accessed vessel was the femoral artery with a diameter of 12 mm.  It was noted the patient's vessel tortuosity was normal. The patient's baseline mrs score was 4 and post procedure was 4. The patient's baseline nihss score was 18 and post procedure was 5. The patient's baseline tici score was 0 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was one pass made with the device.  The patient's past medical history includes occasional drinking.  Stroke onset to reperfusion time was 4 hours. It was reported that on (B)(6) , 2024 the doctor was performing an interventional surgery for intracranial large vessel occlusion. The occlusion site was the left middle cerebral artery. After micro guidewire and microcatheter were in place, the length of the thrombus was confirmed, and the thrombectomy strategy adopts swim technology, using react-71 catheter and sfr-4-20 thrombectomy stent to confirm the positioning of the stent. After release, the stent was pulled backand the stent entered the catheter. The operator withdrew the intermediate catheter and stent together. After smoke emitted, he prepared to remove the thrombectomy again. It was planned to remove the stent from the react-71 catheter for cleaning, but found that the sfr-4-20 remained in the react-71 catheter and automatically detached. The surgeon tried to use the microcatheter and other methods to push out the stump of the stent so that he could continue to use the intermediate catheter for thrombectomy, but failed. For the sake of surgical safety, the surgeon quickly replaced another sfr-4-20 thrombectomy stent and a new react-71 catheter, and successfully completed the surgery. The surgeon reviewed and gave feedback that when the stent was inserted into react-71, there seemed to be a slight stuck but there were no other abnormalities. It was reported there was stent damage observed during the procedure. There was no resistance encountered. The stent detachment point broke and stayed in the reacted-71 suction catheter. It was reported there was catheter resistance located in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the catheter tip might be damaged, causing the stent to be stuck by the catheter tip. There was resistance at the distal end of the react-71 catheter, and the surgeon described feeling that the stent scraped the tip of the catheter. It was noted that stent separation occurred and the stent was broken inside the catheter. The patient did not have vessel stenosis proximal to the thrombus site. The surgeon replaced the catheter twice and stent thrombus removal, and completely recanalized. The patient has been discharged from the hospital for observation. The pushwire was not torqued or repositioned during the procedure. There was 1 pass with the stent and it was noted that there was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during the retrieval. The microcatheter was advanced about 4mm to protect the detachment point. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. It was noted that the thrombus was normal and hard.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.